Event description:
The distributor stated an (B)(6) pt at the hospital (B)(6) fell out of the bed. The pt sought support of the siderails, but they were not locking in place, they slid down and the pt fell.

Manufacturer narrative:
Hill-rom has requested info from the account regarding the condition of the pt and the cause of the siderail not locking. At this time no additional info is available.